Event description:
It was reported that a patient with an implanted abbott pacemaker passed away. The physician was unsure if the death was related to the device. Further information was requested.

Event description:
Additional information that the physician alleges that the patient's death doesn't seem to be correlated with any pacemaker malfunction.